Manufacturer narrative:
Product event summary: analysis found the ventricular output connector was broken.

Event description:
It was reported the "venous" port was broken. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.